Event description:
Reportedly, during a laparoscopic colectomy, a 60-2.5 sulu was placed over the bowel and fired. Midway during the firing, the tissue gap/clamp cover disengaged into the patient. The piece was retrieved after an additional 2 1/2 hours of searching.